Event description:
It was reported that the patient had increased spasticity. Prior to the revision, the patient received increased doses of intrathecal baclofen, and was also given oral baclofen. A dye study was performed revealing distal portion of the catheter was disconnected. A revision was performed; the distal portion of the catheter was replaced.

Manufacturer narrative:
Results code used for the catheter.